Event description:
The patient was treated for an abdominal aortic aneurysm on (B)(6) 2017, with the implant of an afx2 bifurcated stent graft and an afx infrarenal aortic extension. Reportedly, the patient was not going to their routine follow-ups. On (B)(6) 2023, a 4d-computed tomography scan identified a type iiia endoleak with junction separation. Reintervention was completed on (B)(6) 2023, with the implant of an afx vela suprarenal and an afx vela infrarenal. The type iiia endoleak was sealed. The patient was reported as stable post-reintervention.

Manufacturer narrative:
The reported incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because the device remains implanted. A clinical evaluation of the incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type iiia endoleak with aortic component separation and secondary endovascular procedure complaint was confirmed. This is consistent with the reported incident. Procedure related harms, device, user, or anatomy relatedness of this complaint could not be determined due to a lack of comparative study. The final patient status was reported to be stable. No additional investigation of this reported incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar incidents. Device iteration is afx2. H3 other text : device remains implanted.